Manufacturer narrative:
This report is for one (1) unknown tibia plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown tibia plate. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a tibia fracture procedure on (B)(6) 2017. Then on (B)(6) 2017 a revision surgery was performed due to the patient having a broken va-lcp distal tibia plate at the fracture site. The patient was revised to an ex-tibial nail. All hardware was removed successfully. There was no surgery delay. Concomitant devices reported: screws (part # unknown, lot# unknown, quantity unknown) this report is for one (1) unknown tibia plate. This is report 1 of 1 for (B)(4).